Manufacturer narrative:
This pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found that all of the pump buttons were functioning properly. The keypad was removed and no button contact defects were found. Unrelated to the complaint, during testing the pump emitted a cs078 alarm during the ezprime operation. Moisture was observed behind the pump display screen. A leak test was performed and the pump case was found to be leaking from a crack near the ir communication port. The pump was opened and corrosion was observed on the motor components and throughout the inside of the pump.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the pump would not reboot to clear an alarm. The reporter stated that she was wearing the pump while swimming and there is no moisture noted in the battery compartment when she changed the battery; however, there is visible moisture under the display. There is no associated adverse event with this complaint. This complaint is being reported because the pump will not reboot.